Event description:
A us dist contacted zoll to report that charger/modem sn (B)(4) resets.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger reset. Upon investigation, the q1 transistor was internally shorted. The cause of the resets is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/modem.